Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device began charging to deliver cvrt for a fast 1:1 rhythm. The rhythm broke and the device detected sinus rhythm and aborted therapy. Reprogramming was recommended. The patient will continue to be monitored.